Event description:
It was reported that revision surgery to remove the patient's femoral head implant was performed due to avascular necrosis (avn). The patient was implanted approximately 2 years ago. The patient's acetabular cup remained implanted. It was reported that the patient was not compliant.